Event description:
It was reported that a revision of the proximal section of the catheter was going to be done. It was later reported that the proximal catheter revision was performed on (B)(6) 2013. It was thought that the patient was doing well following the revision. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that a dye study had been done. The patient experienced a loss of therapy related to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8709, serial # (B)(4), product type catheter. (B)(4).